Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly. (B)(4).

Event description:
It was reported that the merlin.net transmitter exhibited no power. The metal prongs were removed and plugged into power but the device did not power up. Another outlet was attempted but was unsuccessful. The device was returned and replaced.